Event description:
It was reported that 1 or 2 days post-op from a gastric sleeve procedure the patient had bleeding at the jp drain, with a lot of drainage, and received 2 units of blood. The patient¿s hematocrit decreased from 36 to 22. The patient is still in the hospital and stable. The surgeon used a green cartridge for the first firing without buttressing material. Then the surgeon used 2 more green cartridges and a gold cartridge with seamguard. During the procedure the device worked fine. However, the surgeon complained that he had to use a lot of clips to stop little bleeders.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Event date: unknown, assumed 1st day of month that complaint was reported. The following information was requested, but unavailable: were any issues noticed with staple formation during procedure?